Event description:
It was reported that while using bd vacutainer® sst¿, poor barrier separation was seen in five (5) samples. No adverse impact was reported regarding the patient or user.

Manufacturer narrative:
There were multiple 510k numbers reported to be involved. The information is as follows: g.4. PMA / 510(k)#: k230855. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Manufacturer narrative:
The following fields were updated due to additional information: d9: device available for evaluation: yes. H3: device eval by manufacturer? Yes. D9: returned to manufacturer on: 23-jan-2025. Investigation summary: bd received 1 photo and 26 samples for investigation. The customer photo shows poor barrier separation within the tube on the right side. A visual inspection was conducted on the 26 customer samples for gel defects or additive abnormality, and 25 of these samples failed the inspection. Additionally, 30 retained samples were visually inspected for additive defects and gel defects, with none of the retained samples failing the inspection. Complaints for sample quality are under statistical control for the month of january 2025. At this time, further testing is not indicated. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. This complaint has been confirmed for the indicated failure mode: poor barrier separation. No definitive root cause could be established for the reported defect. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for the identification of emerging trends. Bd quality will continue to monitor sample quality complaints.

Event description:
It was reported that while using bd vacutainer® sst¿, poor barrier separation was seen in five (5) samples. No adverse impact was reported regarding the patient or user.